Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. The preoperative and postoperative diagnosis was: uterine fibroid, uterine prolapse, symptomatic cystocele and stress urinary incontinence. The procedure performed was: vaginal hysterectomy, suburethral sling, anterior colporrhaphy, repair of incidental cystotomy and cystoscopy.